Event description:
On (B)(6) 2012, the lay user/patient's mother contacted animas reporting that the keypad button presses did not activate desired pump functions. The reporter claimed the up and down keypad buttons were intermittently unresponsive when pressed. The reporter mentioned the buttons were hard to push. At the time of the call, the patient's mother mentioned that the patient's blood glucose was running above baseline and averaging 287 mg/dl; however, last blood glucose reading was 130 mg/dl and within target range. The reporter mentioned the patient was "more thirsty than usual" with the elevated blood glucose readings. The patient's mother denied that the patient developed any other signs/symptoms suggestive of hyperglycemia. The patient's blood glucose readings and symptom do not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged keypad button issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported issue of a non-responsive keypad. No damage was observed to the keypad and all keys were responsive to user input. The keypad was removed with no signs of moisture damage, contamination, or button contact defects noted. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen. With a replacement screen the pump booted to standard contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.